Event description:
It was reported by the affiliate that the (1) er320 device was used during a vascular procedure. It was reported that the clip would not deliver (feed). The case was completed with another instrument and there was no consequence to the pt.